Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -4.50 into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vault, refractive surprise and loss of visual acuity. The lens remains implanted. The problem was not resolved. Additional information provided: "patient's post-op refraction on (B)(6) 2023: plano -3.752 x 025 w/ vault of 1070". Claim#: (B)(4).

Manufacturer narrative:
B5- "the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -4.50 into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vault, refractive surprise and loss of visual acuity. The lens remains implanted. The problem was not resolved. Additional information provided: "patient's post-op refraction on (B)(6) 2023: plano -3.752 x 025 w/ vault of 1070"". H6-health effect - impact code: "2199" should be removed and "4614" should be added. Claim# (B)(4).

Manufacturer narrative:
Additional data: h6-health effect- impact code: "4627" should be added. H6- health effect- clinical code: "4581- significant reduction of iridocorneal angles" should be added. H6 - medical device problem code: "4614" should be removed and "2993" should be added. B5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -4.50 into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vault, refractive surprise and significant reduction of iridocorneal angles. On (B)(6) 2023 the lens was explanted and replaced with the shorter length lens and the problem was resolved. The reporter indicated the cause of the event is other. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- health effect- impact code: "4627" should be removed and "4629" should be added. D6b.- "(B)(6) 2023" should be corrected to "(B)(6) 2023" . B5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -4.50 into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vault, refractive surprise and significant reduction of iridocorneal angles. On (B)(6) 2023 the lens was exchanged with the shorter length lens and the problem was resolved. The cause of the event is other. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -4.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports there is excessive vaulting and refractive surprise. Lens remains implanted. Problem is not resolved.

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm), keratoconus. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).